Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system constantly resets at power-up, which can prevent the system from booting up. This results in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.